Event description:
Following a diagnostic angiogram a 6f angio-seal sts plus via the left groin access in which the diagnostic sheath had been placed through the superfical femoral and profunda femoris at the bifurcation was then placed at that site and hemostasis was achieved. No complications were reported and the pt was discharged the same day. The following day the pt returned to the hosp with complaints of leg discomfrt at rest. A duplex ultrasound was performed revealing an occluded left common femoral artery below the groin, extending to the superficial femoral artery/ profunda bifurcation. Following consultation with cardiology, the pt was started on heparin (dose unk) overnight. The next day a percutaneous angiogram, angio-jet thrombectomy and balloon angioplasty of the left common femoral and superficial femoral arteries was performed resulting in resolution of the thrombotic occlusion. The pt was reportedly recovering.